Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are two other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the iol was scratched. There was no harm to the patient an another lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
The product was not returned. A photo provided shows the iol on a gauze. Due to the quality of the photo, no damage can be observed. The manufacturer internal reference number is: (B)(4).